Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy 202 device. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician observed error code oxygen blending module (obm) accuracy urgent service in the device's error log. The manufacturer's service technician evaluated and determined the obm printed circuit assembly (pca) board was faulty on the device. The manufacturer's service technician replaced the obm pca board to address this issue. Additional findings not related to the malfunction/issue the manufacturer's service technician found dirt contamination on the forty-three (43) micron filter, and it was replaced to address the issue. The manufacturer's service technician found the pollen filter and ac cord clamp were missing on the device. The manufacturer's service technician replaced the pollen filter and ac cord clamp to address these issues. The manufacturer's service technician observed the blower operation was noisy. The manufacturer's service technician evaluated and determined the motor assembly needed to be replaced. The manufacturer's service technician replaced the motor assembly to address this issue. After replacing all of the parts, the manufacturer's service technician reloaded the firmware and performed the repair test on the device. The device passed the repair test.